Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure and blurred vision overnight post implant of the leadless implantable pulse generator (ipg). Echocardiogram revealed pericardial effusion. Treatment by intravenous medication was performed. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.